Event description:
Surgery was performed 14 months ago, and pt has been complaining of inflammation the last six months. Surgeon implanted a single trufit plug (unk size) in the medial tibial plateau of a female pt. Pt experienced no pain and swelling in initial months post surgery. Now fourteen months later, pt has experienced some sort of autoimmune reaction where pain and swelling is in the anteromedial and anterolateral regions of the tibia, all distal to the plug. No pain at surgical site or in posterior regions of the leg. No evidence of infection.

Manufacturer narrative:
No product is being returned for eval.